Event description:
It was reported where the tip meets the shaft of the blade appears it got snagged and the metal curled and inner lumen was broken. They were able to switch out to a new blade and complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): the returned device was analyzed; received 1 sample, part number 1884006em, from lot/serial number (B)(4). There was evidence of biological contaminants. When compared to the assembly drawing: the inner spiral wrap was stretched by ½¿ and the outer spiral wrap broke at the distal tip which would have resulted in the reported malfunction. The portion that became detached measured 0.470¿. When viewed under magnification, the break points on the blade and tip matched which indicates there are no additional device fragments. The customer states the tip of the blade snagged and the information indicates that this resulted in the stretching of the spiral wrap(s). With the outer spiral wrap and tip unsupported by the outer tube, the observed breakage occurred. Note: stopping the blade in the middle of a cut may result in it catching/snagging on the uncut material. (B)(4).